Event description:
Reported as "anterior slippage due to vomiting first night after original surgery." Additional event of pouch dilatation observed in 2004, no intervention has been performed for this event.